Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a amia automated pd cycler set leaked; further described as from the point were a supply line connects to a solution bag. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was not connected. Renal therapy services (rts) advised the patient to contact their nurse regarding the missed therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon clarification, it was reported that a amia automated pd cycler set leaked from an unspecified location; further described as "the fluid was collected on top of the device." H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.